Manufacturer narrative:
(B)(4). Batch # n9191y: the analysis results found that the mcs20 was received with one clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 18 clips as intended. However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted with the internal components that would have been caused the lock out mechanism be non-functional. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips did not fire. Another like device was used to complete the procedure. Unknown if there were no adverse consequences for the patient.